Manufacturer narrative:
(B)(4).

Event description:
It was reported during a routine follow-up visit, the lv lead displayed atrial and ventricular signals at the same time. The physician believed the lv lead had dislodged. No intervention was performed. No patient symptoms were reported.